Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during thyroid surgery, the system was not detecting stimulus on vocalis 1 nor 2. The value on stim 1 was 1 ma and the threshold was set to 100uv. The electrode check was passed and waveform was displayed only once during the case. The muscle twitch was observed on patient. Troubleshooting was performed by rebooting the console and no monitoring uv was displayed. Reseated electrodes in patient and the stim audio could be heard on the call, just not emg audio. The physician decided to discontinue troubleshooting. There was no patient impact.